Event description:
A reliant balloon was used in a patient for the endovascular treatment of an aortic aneurysm. It was reported that the reliant balloon would not fit though a 12 fr sheath. The physician felt something ¿pop¿ in the balloon and was uncomfortable continuing to use it. Another reliant balloon was opened and fit into the sheath, this resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the cause of the insertion difficulty and audible ¿pop¿ could not be conclusively determined as the event occurred in-vivo and could not be replicated during analysis. The competitive sheath was not returned with the reliant balloon, so the root cause of the event could not be determined; however, the competitive sheath may have contributed to the event. The reliant balloon was unremarkable and was within manufacturing specifications. If information is provided in the future, a supplemental report will be issued.